Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of an unspecified vessel was attempted using a perclose proglide device. Reportedly, during deployment an unspecified malfunction occurred. It was not specified how hemostasis was achieved. The operator was not specified; therefore, it is not possible to determine if the operator completed training in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not complete. A follow-up will be submitted with all additional relevant information. Estimated date of event - although the date of occurrence was requested, it has not yet been provided. The customer reported the product experience on (B)(4) 2012; therefore, this will be the estimated date of occurrence.

Event description:
Subsequent to the initial medwatch report, the following information was received: evaluation of the proglide device found that the posterior portion of the foot pocket was broken off and was not returned. The cath lab staff was contacted and was not aware of any adverse effects from the broken off posterior portion of the foot pocket. The operator of the proglide device was reported to be trained in the perclose proglide device. No additional information provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported product experience was confirmed as analysis of the returned device indicated that a posterior needle-to-cuff miss occurred and the posterior portion of the foot broke and detached. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.